Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "does not recognize closed door" was reproduced. A review of the event history log (ehl) revealed evidence of the reported "does not recognize closed door". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch failed testing. The upper aux will be replaced to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize closed door. This occurred during device power up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.